Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the articulating arm for the navigation system was damaged as it would not hold its position. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Functional testing found that the retainer ring is missing from the attachment screw at the base of the returned vertek arm. As such, the screw is not held captive to the base and is easily separated. Otherwise, the arm is functional, locking and releasing without issue. If information is provided in the future, a supplemental report will be issued.